Manufacturer narrative:
Batch review performed on 10 november 2025. Gmk-spherika 02.12.e0217fl gmk-sphere tibial insert e-cross - flex 2l (k202022) lot 2338896: (B)(4) items manufactured and released on 11-oct-2023. Expiration date: 25-sep-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.ka12l gmk spherika femoral component s2+l cemented (k211004) lot 2424064: (B)(4) items manufactured and released on 20-nov-2024. Expiration date: 04-nov-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 3 mounths from the primary, the patient came in reporting instability and the cause is unknown. The surgeon upsized the liner (from 17 mm to 20 mm) to give the patient more stability and revised the femur. The surgery was completed successfully.